Event description:
The customer was running samples on the alinity I processing module when suddenly the instrument lost power. The customer confirmed there was smoke coming from the back of the alinity I processing module near the power supply when the analyzer lost power. There was no impact to patient management or user safety reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer was running samples on the alinity I processing module when suddenly the instrument lost power. The customer confirmed there was smoke coming from the back of the alinity I processing module near the power supply when the analyzer lost power. There was no impact to patient management or user safety reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the main power supply, processing module, which resolved the issue. The main power supply was returned. However, was not tested as upon return it was determined that it was nonfunctional. The instrument service history review for (B)(6) revealed no additional issues of smoke from a part. A review of tracking and trending for the alinity I processing module did not identify any trends. A review of tracking and trending for the main power supply, processing module did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the main power supply, processing module were identified.